Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that she developed a sore on her back at the site of an infusion set. The customer needed outside assistance from her sisters and developed (B)(6); the patient went to her primary care physician who drained and packed the sore. The patient was prescribed an unknown antibiotic. The patient was not hospitalized. Customer states that the sore occurred because she left her cannula on for too long. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.